Event description:
It was reported by service report that the footboard display would not work. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: customer installed wrong footboard.